Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was implanted in 2008. He was hearing well, but since 2 or 3 months hearing performance became worse. The external parts were checked. Testing in situ shows increased impedances and an increased groundpath impedance. There is no accident or trauma known.